Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
I received a knee implant. Please see attached letter. Update (B)(6) 2022: patient letter attached outlining the implantation of a stryker knee in 2007 for a very active patient. As reported towards the end of the letter: "I have had this implant for close to 15 years, and I have put it through its paces, and then some. But like all good things, this one is nearing its end. I can tell that it is wearing, and will need replaced soon...and I would like to discuss this with you."